Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician had intended to use a everflex self-expanding stent with entrust delivery system to treat a 100-120 mm total cto (chronic total lesion) lesion in the right distal sfa. The target lesion was soft tissue with no calcification. The artery diameter was 5 mm and had no tortuosity. The procedure used a non-medtronic 6 f sheath and no embolic protection was used. The device was prepped as per the IFU. The vessel was pre-dilated using a 5 mm pta pre-dilation device using the sub-intimal approach. It was reported that when physician attempted to deploy the stent, the delivery system didn't respond and the stent did not deploy and part of the delivery system ¿filament¿/sheath was found coming out of the handle. No resistance was encountered during the delivery of the stent to the lesion and it did not pass through a previously deployed stent. The thumbscrew/ lock pin was checked for securement prior to procedure and the lock pin was removed after the target lesion was located. No difficulty was experienced withdrawing the device. No damage was noted to the deployment mechanisms or device handle prior to deployment issues. The procedure was completed using a non-medtronic stent. No patient injury was reported.

Manufacturer narrative:
Event description: a 0.035" non-medtronic guidewire was used evaluation summary the everflex entrust was received with the red safety pin removed. It was observed the guidewire tubing within the handle assembly was pinched between the outer shells at the bottom of the unit (approximately 4cm from the clear luer at the proximal end of the device. It was discovered the silver outer was retracted back into the handle assembly. Approximately 0.2cm of the stent was exposed outside of the distal end of the catheter. No damages or anomalies were noted to the stent or the distal end of the catheter. Direct lighting applied to the distal end of the catheter; verified 12 cm stent was loaded. The gray strain relief was removed and found not damages to the isolation sheath or connector. A 0.035" guidewire from the lab was attempted to be front-loaded, however encountered a blockage once approaching the handle assembly where the guidewire tubing was pinched. With the guidewire partially loaded, the thumb-wheel was attempted to be rotated. Resistance was experienced. The handle assembly was cracked open and discovered the silver outer and the inner assembly were pulled back into the handle assembly and looped around the thumb-wheel. The pull cable remained intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine images analysis summary: four cine images were received. The images are of the targeted vessel but do not included an image of the entrust device. Cine image 1 appears to be the targeted lesion before treatment; a guidewire is visible in the image. Cine image 2 appears to be vessel dilatation prior to stent treatment; guidewire and pta device in image. Cine image 3 appears to be contrast flow after vessel dilation; guidewire in image. Cine image 4 appears to be another contrast flow after vessel dilation; guidewire in image. If information is provided in the future, a supplemental report will be issued.